Manufacturer narrative:
This medwatch is for advantage system 1. Please see medwatch with (B)(4) for report on advantage system 2.

Event description:
Caller reported patient blood glucose results of 410 mg/dl, 191 mg/dl, and 168 mg/dl on advantage system 1, 194 mg/dl on advantage system 2 within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement sent.